Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC line inserted at one facility and patient transferred to a second facility. On review there was a small hole noted in the external length under a securacath. There was bleeding noted from the site. It was removed and replaced. Exposure to blood/bodily fluids: exposure to the nursing staff from the site of damage in the line. No follow-up completed by the hospital as the event was determined as low risk by the hospital.